Manufacturer narrative:
The investigation into the heart block has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on clinical description, the cause of the complete heart block was patient condition related and it solved after medicine used.

Event description:
The user facility reported a male (age and race unknown) was implanted with an impella cp device for mechanical circulatory support of an angioplasty procedure. The impella cp crossed the aortic valve and the delivery across the valve caused complete heart block. The harm was treated by atropine and pacing. The support was for just 85 minutes, explanted and the groin site closed by perclose.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿